Event description:
It was initially reported that a vns pt underwent a battery replacement due to an increase in seizures that the pt had been having. The replacement was prophylactic in nature. The product was returned to the manufacturer and underwent product analysis. The generator was found to have performed according to functional specifications and no end-of-service (eos) condition was observed during testing. There were no programming anomalies noted in the manufacturer's analysis. Good faith attempts to date for more info regarding the pt's increase in seizures have been unsuccessful.